Manufacturer narrative:
Potential lot numbers include 3588249, 3549543, 3549542, 3525427, 3541748, 3588248.

Event description:
Information was received indicating that this peripheral intravenous catheter exhibited extravasation after about 12 hours of use. When removing the catheter, a portion of the catheter broke off and remained in the patient's vein. The patient required an emergency operation due to their condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Additional information provided in h3, h6 and h10. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. The visual analysis of the returned units showed that the bevel had been cut off at about 2 millimeters from the hub. No functional testing was performed. The complaint description indicates that the catheter started to leak after 12 hours from the setup, this means it was not defective before the use. Therefore the most probable root cause of the defect is an improper use of the device. During the manufacturing process, critical parameters are 100% controlled. During the assembly process the units are 100% tested in order to demonstrate that the catheter tube is properly secured to the hub (pull test). This is not a destructive test however, in addition to this 100% inspection, catheter samples from every batch are destructively tested and the minimum break strand is recorded, so it is highly improbable that such type of defect would have originated during the manufacturing process.